Manufacturer narrative:
(B)(4)

Event description:
The patient heard their pump started alarming the morning of the report. They described hearing sounds like a critical alarm. They were supposed to have their pump filled two weeks ago, but they were in the hospital and did not fill it. The empty reservoir alarm reportedly occurred on (B)(6) 2014 (friday), though the logs revealed that a low reservoir alarm occurred on (B)(6) 2014 and an empty reservoir alarm occurred on (B)(6) 2014. On (B)(6) 2014 a volume discrepancy was observed at a refill. The actual residual volume was 7 ml and the expected residual volume was 0 ml. Previous refills had always matched, and the patient never had a discrepancy. At the refill, the healthcare provider (hcp) was able to aspirate the reservoir, but they were unable to fill it completely. They were only able to inject 25 ml of drug into the reservoir. An x-ray of the pump showed the bellows were fully expanded. The hcp aspirated the contents of the reservoir again, but they were only able to inject 25 ml. They held negative pressure for thirty seconds after withdrawing the 25 ml, and they again tried filling; they were only able to inject 25 ml. The hcp was considering sending the patient home with 25 ml in the pump. No symptoms were reported by the patient. The pump contained dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, product type: catheter. (B)(4).